Manufacturer narrative:
G4: 18jun2020. B4: 19jun2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.